Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Review of the pump data logs by tandem technical support showed that the customer was over filling the cartridges. Blood glucose was not impacted. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.